Event description:
It was reported to medtronic neurosurgery that after using the product, the physician found that the three-way connector was leaking. According to the report, the physician had to use another product to complete the surgery. Reportedly, the patient¿s current condition is normal.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to cracks on the injection port arm of the stopcock. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.